Event description:
A letter and a cd containing a film of the procedure were sent to merit. The letter indicated that during the examination of the left coronary artery, a dissection of the main trunk and ascending aorta occurred. The patient required immediate surgery.

Manufacturer narrative:
The catheter was not returned and the lot number of the catheter was not provided. Merit was able to determine that the catheter could have come from 4 possible lots that were shipped to the customer (g481072, g490841, g511590, or g493198). Manufacturing records from all four possible lots were reviewed and no anomalies were noted. Test records (heated arched torque testing, manual torque board testing, and stiffness testing) from associated body tubing lots were also reviewed and all samples from each lot met the acceptance criteria. Additionally, merit requested and received clinical input from dr., a merit consulting cardiologist. Dr.reviewed the angiography films provided on the cd and noted that dissection is a known complication of coronary angiography. He stated that the vessel was normal pre-procedure and that he feels the physician performing the procedure probably seated the catheter too deep into the vessel due to the jolting of the catheter seen in previous views. Dr. Did observe the aortic dissection that was reported in the complaint. However, he was unable to determine if the catheter was too stiff or sharp. Although it is not possible to determine the root cause of this event, it is possible the event was caused by the physician seating the catheter too deeply within the vessel. Merit will continue to monitor these types of events for potential trends. If any additional information becomes available regarding this event, a follow-up report will be filed.